Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the myocardial infarction was not reported. On an unreported date, the patient was hospitalized for the myocardial infarction. Treatment for the myocardial infarction was not reported. The cause of death was reported to be myocardial infarction. Dianeal therapy was ongoing up until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unreported date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.